Event description:
This rv lead was implanted on (B)(6) 2003. And was capped on (B)(6) 2011, due to threshold. Has been trending upward over the past year and has increased by a total of 1.5v since implant. Sensing was also 2mv-3mv in both bipolar and unipolar. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).